Manufacturer narrative:
Catalog# 48562016. Method: risk assessment; results: manufacturing records for this product were not reviewed because no parts or lot was provided. Conclusion: the stg clearly explains the proper usage of the polyaxial screwdriver, so the cause is user related.

Event description:
It was reported that; rep indicated; there has been high number of stripped screws due to this geometry. Also the custom screwdrivers tend to fracture and crack off at the interface tip, sometimes leaving the surgeon searching for a broken screwdriver piece in the surgery.

Event description:
It was reported that; rep indicated; there has been high number of stripped screws due to this geometry. Also the custom screwdrivers tend to fracture and crack off at the interface tip, sometimes leaving the surgeon searching for a broken screwdriver piece in the surgery.